Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. An epic stent was deployed and implanted in an unspecified lesion location without issues. The case was completed and the physician went to exchange the 45cm long sheath for a shorter sheath to send the patient to holding. During this exchange, the short sheath was inadvertently bumped into the epic stent causing damage to the stent. This sheath exchange was not done using fluoroscopy. The stent remains implanted. No patient complications were reported and the patient is listed as fine.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).